Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise with high/undefined pacing impedance and a fracture was suspected. The lead was capped and replaced. During the attempted lead replacement, the physician was unable to implant the new right ventricular (rv) lead due to anatomical complications leading to insulation damage. The physician was unable to advance the lead through the superior vena cava (svc). The new lead was not used and a different rv lead was implanted a few days later. No patient complications have been reported as a result of this event.